Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: did this issue contribute to any patient adverse event?

Event description:
It was reported that a patient underwent a procedure for treatment due to eye trauma on (B)(6) 2025 and suture was used. During the procedure, after local disinfection, the corneal wound was prepared to be sutured with suture. The needle holder was used to clamp the needle body, and the suture broke spontaneously. After replacing the suture, the operation was continued. This increased the surgical risk for the patient. There were no adverse patient consequences reported. Additional information was requested.